Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. The original power complaint was unable to be duplicated. There was no battery cap returned with the pump so a test cap was used and was able to be secured to the pump. The ez prime steps were performed correctly and there were no power interruptions or reboots occurring during investigation. The product performed within specifications. The pump case was removed, and there was no intermittent condition found to the power flex. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.